Manufacturer narrative:
The t:slim x2 user guide states: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose (bg) levels (600 mg/dl), and diabetic ketoacidosis. Reportedly, settings were programmed into the pump incorrectly, and the customer received an auto-off alarm. Customer was treated with an insulin drip and released from the hospital the next day. Reportedly, the treatment the customer received while hospitalized resolved the reported issue, and there was no permanent damage to the customer. Tandem technical support guided the contact through turning the auto-off safety feature off, and contact reported all pump settings are accurate.